Event description:
It was reported that a spectrum pump had broken keypad upon power up at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and the reported issue was confirmed. There was no impact to keypad functionality found during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the physically damaged keypad. The keypad will require replacement to address the issue. The physically damaged keypad is a device part and would not lead to death or serious injury if the damage were to recur. Should additional relevant information become available, a supplemental report will be submitted